Event description:
It was reported that when pressing the emergency key on the external pulse generator there was no response, the output measurements did not change. Replacing the keyboard did not resolve the issue. The generator was returned for service. This was discovered during normal preventative maintenance and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Lcd (liquid crystal display) is corroded. Upper and lower cases are contaminated. Battery release, main printed circuit board screws, release spring, battery drawer, battery drawer o-ring, encoder flex, and heart lead flex are contaminated. Side bail covers are broken. Battery contacts are compressed and contaminated. Lcd display screw is missing. Battery flex is corroded.